Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID d154vrc implantable cardioverter defibrillator, implanted: (B)(4) 2006. (B)(4).

Event description:
It was reported the right ventricular (rv) lead pacing impedance gradually increased over time and is now 1888 ohms. The rv lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.